Event description:
(B)(4). A consumer (gender not specified) reported experiencing corneal ulcers while using kirkland multipurpose solution. Dates of use was listed as four mos, however, the rptr also stated that the corneal ulcers developed after using the prod for one mo. At first it was not troublesome, but progressed to severe. The pt saw an od who reportedly indicated they were at risk for losing their vision. The rptr stated that they have had a residual corneal scar. Lot# of the solution used was not provided. No further info is available or expected.